Event description:
It was reported the device blood pressure check was giving the wrong data. We are considering this to be invasive blood pressure at this time until we can receive further clarification. Additional details have been requested. Patient involvement is unknown.

Manufacturer narrative:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. It is unknown how this issue was resolved. Multiple attempts were made to obtain resolution details; however, no information could be obtained, and the customer was unresponsive to all queries. Based on the information available there is insufficient information to confirm the reported problem. It is unknown how this issue was resolved. Multiple attempts were made to obtain resolution details; however, no information could be obtained, and the customer was unresponsive to all queries. It has been concluded that no further action is required at this time. H3 other text : multiple attempts made to obtain resolution details; no info obtained,

Event description:
Philips received a complaint on a device indicating that the blood pressure result was incorrect. Multiple attempts were made to clarify which product the allegation was against, along with more details regarding the allegation; however, no information was made available. Patient involvement is unknown.